Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that when they were using the trackers the spheres were flickering in and out while navigating. Both the orange and gray tracker, and both had a geometry error of .49mm. The purple and passive planar probe were working as expected. The representative ran a status check on the camera and everything was working as expected.  There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: product ID 9735665 (serial: (B)(6) ); product type: ; implant date n/a; explant date n/a product ID 9735670 (serial: (B)(6) ); product type: ; implant date n/a; explant date n/a; product ID 9734683 (230420); product type: 2543-mnav - system; implant date n/a; explant date n/a h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.